Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 1 year 7 months post implant of a 23mm sapien 3 valve, a valve in valve (vinv) procedure was perform with a 23mm sapien 3 ultra valve due to severe aortic (as) insufficiency (ai) and left ventricular (lv) enlargement. The patient had moderate as/ai with decreased lv.

Event description:
It was initially reported by the field clinical specialist, approximately 1 year 7 months post implant of a 23mm sapien 3 valve in the native aortic annulus, a valve in valve (vinv) procedure was perform with a 23mm sapien 3 ultra valve due to severe aortic stenosis (as), aortic insufficiency (ai) and left ventricular (lv) enlargement. The patient had moderate as/ai with decreased lv. Per medical records review, approximately 1 year and 8 months post tavr the patient developed progressive, now moderate, aortic insufficiency (ai) with mild-moderate aortic stenosis (as) with moderately diminished lv systolic function (as of 1 year 5 month echo) and presented for a repeat tavr with a 23 mm sapien 3. The procedure was uncomplicated. An echocardiogram was obtained post catheterization that demonstrated dilation of the left ventricle with severely decreased function, decreased rv function, and otherwise good positioning of the s3 valve with no stenosis or perivalvular insufficiency, mean gradient 3.97 mmhg. The patient was discharged on good condition on post-operative day 2. On post operative day 1 of the viv procedure, echo report shows the transcatheter aortic valve in good position without paravalvular leak or other insufficiency. The peak velocity was 2.3 m/sec, and mean gradient 11 mm hg. The prior study for comparison is 1 year 7 months post implant. Compared with the prior study there has been no significant change.

Manufacturer narrative:
Correction to b5 based on additional information. Additional information added to b7. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve stenosis is unknown. However, it is possible patient factors (complex medical history with multiple serious cardiac conditions) may have caused or contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.